Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 360 mg/dl with ketones. Cause of bg level was unknown. Bg was treated with intravenous insulin. Reportedly, customer left approximately 4 to 6 hours later with bg level stabilized (100-120 mg/dl). Customer was using humulin r u-500 insulin.